Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead and the left ventricular lead had become dislodged due to the patient's twiddler's syndrome. The leads were explanted and replaced. No further information was reported.